Event description:
Reporter calling, stating she is about to undergo her fourth surgical procedure for "basal cell and squamous cell" cancer removal as a result of verilux phototherapy use. Reporter states she used the verilux device "regularly for about six to seven months" in 2023. Reporter states after she was using the device, she read some information online about how this device can cause skin cancers and she states she stopped using it immediately. Reporter states after she stopped using the device she developed basal cell and squamous cell skin cancer and has had to undergo numerous surgical procedures ever since, her fourth such procedure happening later on this week. Reporter states she can't leave her home after the surgeries because she has stitches on her face and doesn't want to be seen in public like that. Reporter states she performed more online research and discovered verilux is being sold "illegally" across various sites on the internet. Reporter states she contacted the company and states a company representative told her "we never sent the paperwork in" for "regulatory approval". Reporter states she wants to pursue legal action against the company and "I want to be compensated" by the company for her surgeries and medical expenses as a result of verilux use.